Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample consisted of one 14.5 fr incomplete palindrome catheter. The device was received cut approximately 1 cm below the hub and it presented signs of use. A visual inspection was conducted and there were no issues found. A functional test (underwater test) was performed and there were no issues found. Per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The reported issue could not be confirmed. The most probable root cause can be due to excessive force or the catheter came into contact with a sharp object. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing which would identify issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the patient originally had surgery on (B)(6) 2014 for a procedure of the left femoral catheter exchange. There were no complications reported at that time. The patient presented to the hospital on (B)(6) 2014 for surgical procedure of "perm-a-cath" exchange over a wire of the left femoral catheter. No other documentation was found for the reason of the malfunctioning catheter or how it malfunctioned during esrd treatment. There were no complications reported with the replacement catheter.